Event description:
It was reported that a stent could be partially released only. No further information available at this time.

Manufacturer narrative:
The lot history has been provided and the device history records are being reviewed. The investigation is currently underway.